Event description:
Report received states that there were two incidents of stopped deliveries during pt use. Per reporter one device contained 3300 mg 5 fluorouracil and the other 3500 mg 5 fluorouracil. Diluent for both units reported as 5% dextrose and total fill volume was unspecified. Per reporter, device was connected to a subclavian central line located on the chest, and the flow restrictor was positioned at the same level as the reservoir. Reporter indicates that the flow restrictor was not taped to pt's skin and one of two infusors had bubbles in the tubing. Baxter stated that there was no pt injury or medical intervention required as a result of reported condition.